Event description:
Pt was implanted with tfn construct on an unk date. Pt had developed an infection post implant. Surgeon removed locking screw on an unk date for irrigation purposes in an attempt to clear the infection. Infection did not clear. Surgeon has scheduled removal of remaining hardware for (B)(6) 2012. It is reported that fracture has healed. This complaint will address the removal of the blade and nail. This is 1 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for mfg revealed no complaint related issues.